Event description:
Follow-up information revealed the patient has effective therapy following the procedure and no further interventions are needed. The issue is resolved.

Event description:
It was reported following an app update, the patient's programmer reflected a low battery warning. As such, the physician decided to explant and replace the patient's ipg as a precaution.

Event description:
The company representative will follow-up with the patient for a post-op appointment as the next course of action.